Event description:
Unit stopped cycling while ventilating a pt. No pt injury occurred. Unrelated error code 20002 occurred. The unit was swapped out. Third party service reports 1777pcb replaced and they tested unit within specifications.